Event description:
The customer returned the ultrasonic bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, flickering image was observed. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected the issue during device servicing, therefor there is no information regarding the customer reported event date. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is flickering due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.